Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube produced erroneous potassium results of "5.3" after use, and the patient had to be redrawn at a later date, which produced a new potassium value of "4.1". The tube was reportedly mixed 8 times, and spun "either" in a swing bucket 1800 g for 10 minutes or a fixed angle centrifuge 4300 rpm for 10 minutes. Red cells were also found above the gel during this event. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: customer called to report laboratory has sporadically seen high potassium results that can not be pin pointed to a specific lot. 2 dates of occurrence (B)(6) 2019 female - 5.6 potassium and redraw (B)(6) 2019 was 4.2 and (B)(6) 2019 male - 5.3 potassium and 4.1 redraw (B)(6) 2019. No samples available, no medical intervention and no course of treatment change. All specimens were drawn at the clinic site and transported to the hospital testing lab late in the day. Samples are collected in pst tubes, mixed 8 times and spun in either a swing bucket 1800 g for 10 minutes or fixed angle centrifuge 4300 rpm for 10 minutes. There is no fibrin in specimen or hemolysis. They have experienced red cells above the gel. They are currently using lot 9036798 but have been experiencing this issue over time and are now closely monitoring issue. Discussed proper handling of pst tubes. Site does not know if testing lab re-spins.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube produced erroneous potassium results of "5.3" after use, and the patient had to be redrawn at a later date, which produced a new potassium value of "4.1". The tube was reportedly mixed 8 times, and spun "either" in a swing bucket 1800 g for 10 minutes or a fixed angle centrifuge 4300 rpm for 10 minutes. Red cells were also found above the gel during this event. Additionally, the customer reported that all tubes were refrigerated before sending them to the testing site, where potassium testing was repeated. Tourniquets were monitored in time or not used, and all tubes were spun in the same centrifuge with no "fist pumping". The customer also reported that "half" the samples came from fasting patients. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: customer called to report laboratory has sporadically seen high potassium results that can not be pin pointed to a specific lot. 2 dates of occurrence (B)(6) 2019 female - 5.6 potassium and redraw (B)(6) 2019 was 4.2 and (B)(6) 2019 male - 5.3 potassium and 4.1 redraw (B)(6) 2019. No samples available, no medical intervention and no course of treatment change. All specimens were drawn at the clinic site and transported to the hospital testing lab late in the day. Samples are collected in pst tubes, mixed 8 times and spun in either a swing bucket 1800 g for 10 minutes or fixed angle centrifuge 4300 rpm for 10 minutes. There is no fibrin in specimen or hemolysis. They have experienced red cells above the gel. They are currently using lot 9036798 but have been experiencing this issue over time and are now closely monitoring issue. Discussed proper handling of pst tubes. Site does not know if testing lab re-spins. Spoke with customer and they have been repeating all k+ at the testing site. They are now monitoring tourniquet time or not using one, spinning all tubes in same centrifuge, and no fist pumping. They are still tracking issue. Tubes look good when they send to testing site. The next step may be to aliquot the plasma which they would prefer not to do. Pictures are received and attached to the case. Customer states that the pictures are prior to transport to testing site. Tubes are refrigerated prior to sending to testing site. These were in the refrigerators for an hour prior to me taking the photo. Half of the photos were known fasting patients.

Manufacturer narrative:
Correction: additional information, including photos, was received from the customer. The following information has been updated: b.4. Describe event or problem: it was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube produced erroneous potassium results of "5.3" after use, and the patient had to be redrawn at a later date, which produced a new potassium value of "4.1". The tube was reportedly mixed 8 times, and spun "either" in a swing bucket 1800 g for 10 minutes or a fixed angle centrifuge 4300 rpm for 10 minutes. Red cells were also found above the gel during this event. Additionally, the customer reported that all tubes were refrigerated before sending them to the testing site, where potassium testing was repeated. Tourniquets were monitored in time or not used, and all tubes were spun in the same centrifuge with no "fist pumping". The customer also reported that "half" the samples came from fasting patients. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: customer called to report laboratory has sporadically seen high potassium results that can not be pin pointed to a specific lot. 2 dates of occurrence (B)(6) 2019 female - 5.6 potassium and redraw (B)(6) 2019 was 4.2 and (B)(6) 2019 male - 5.3 potassium and 4.1 redraw (B)(6) 2019. No samples available, no medical intervention and no course of treatment change. All specimens were drawn at the clinic site and transported to the hospital testing lab late in the day. Samples are collected in pst tubes, mixed 8 times and spun in either a swing bucket 1800 g for 10 minutes or fixed angle centrifuge 4300 rpm for 10 minutes. There is no fibrin in specimen or hemolysis. They have experienced red cells above the gel. They are currently using lot 9036798 but have been experiencing this issue over time and are now closely monitoring issue. Discussed proper handling of pst tubes. Site does not know if testing lab re-spins. Spoke with customer and they have been repeating all k+ at the testing site. They are now monitoring tourniquet time or not using one, spinning all tubes in same centrifuge, and no fist pumping. They are still tracking issue. Tubes look good when they send to testing site. The next step may be to aliquot the plasma which they would prefer not to do. Pictures are received and attached to the case. Customer states that the pictures are prior to transport to testing site. Tubes are refrigerated prior to sending to testing site. These were in the refrigerators for an hour prior to me taking the photo. Half of the photos were known fasting patients.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Bd technical service provided educational and processing information. H3 other text : see section h.10 .

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube produced erroneous potassium results of "5.3" after use, and the patient had to be redrawn at a later date, which produced a new potassium value of "4.1". The tube was reportedly mixed 8 times, and spun "either" in a swing bucket 1800 g for 10 minutes or a fixed angle centrifuge 4300 rpm for 10 minutes. Red cells were also found above the gel during this event. Additionally, the customer reported that all tubes were refrigerated before sending them to the testing site, where potassium testing was repeated. Tourniquets were monitored in time or not used, and all tubes were spun in the same centrifuge with no "fist pumping". The customer also reported that "half" the samples came from fasting patients.this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: customer called to report laboratory has sporadically seen high potassium results that can not be pin pointed to a specific lot. 2 dates of occurrence (B)(6) 2019 female - 5.6 potassium and redraw (B)(6) 2019 was 4.2 and (B)(6) 2019 male - 5.3 potassium and 4.1 redraw 07/08/2019. No samples available, no medical intervention and no course of treatment change. All specimens were drawn at the clinic site and transported to the hospital testing lab late in the day. Samples are collected in pst tubes, mixed 8 times and spun in either a swing bucket 1800 g for 10 minutes or fixed angle centrifuge 4300 rpm for 10 minutes. There is no fibrin in specimen or hemolysis. They have experienced red cells above the gel. They are currently using lot 9036798 but have been experiencing this issue over time and are now closely monitoring issue. Discussed proper handling of pst tubes. Site does not know if testing lab re-spins. Spoke with customer and they have been repeating all k+ at the testing site. They are now monitoring tourniquet time or not using one, spinning all tubes in same centrifuge, and no fist pumping. They are still tracking issue. Tubes look good when they send to testing site. The next step may be to aliquot the plasma which they would prefer not to do. Pictures are received and attached to the case. Customer states that the pictures are prior to transport to testing site. Tubes are refrigerated prior to sending to testing site. These were in the refrigerators for an hour prior to me taking the photo. Half of the photos were known fasting patients.